Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implantable device check was completed the programmer powered down unexpectedly. It was noted after powering back on the programmer an error message was displayed. The radiofrequency (rf) head was disconnected and reconnected and the programmer was power cycled which resolved the issue. It was also noted that the programmer battery was not charging. Troubleshooting steps were advised to replace the programmer battery. There was no patient involvement.